Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection and sepsis. The pocket was revised, and scar tissue was removed. The patient was treated with intravenous antibiotics, and the infection will continue to be monitored. Additional information indicates that the physician could not extract the lead through the subclavian, thus opted to use a snare with radiofrequency ablation of the vein. This lead was explanted. No additional adverse patient effects were reported.